Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2022, it was observed that the omnispan meniscal repair 27deg device broke into two parts after the second shot. Then the surgeon backed out the handle, cut an incision from the back side, and internally rotated the needle to remove it from the patient. Another new omnispan needle was used to re-suture the meniscus; at the same time. The posterior incision was covered with gauze, which was not opened yet. The patient was in stable condition now. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated; on visual inspection it could be observed that the needle is broken in 2 separate pieces and it remains inside the silicon sleeve. The plates and sutures were not returned. On magnification, it can be observed that the breakage is over the circumferential laser etch mark. A manufacturing record evaluation was performed for the finished device 8l48819 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The sample was deeply reviewed by scanning electron microscope (sem); as a result, the images figures 1 shows the omnispan meniscal repair 27deg sample received for analysis. Sem analysis revealed that the fracture was located at one of the laser marks of the sample. No elongation of the material was observed nor stress marks that indicated that the material was bent before the fracture. Signs of brittleness can be observed at figure 4. With this information fracture direction was determined to be from left to right, shown with and orange arrow in figure 1. A possible root cause can be attributed to a mechanical overload leading to a ductile fracture. The fracture surface away from the laser marks was composed of micro void coalescence, which is evidence of a ductile fracture mode. The region immediately underneath the laser mark contained a solidification structure indicating microstructural changes. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: there were no non conformances regarding this lot.